Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. No unexpected bolus stopped alarms noted. Several more bolus deliveries were programmed, delivered, and stopped during the delivery. The bolus stopped alarm is working properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customers insulin pump alarmed ¿bolus not delivered¿ several times. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.